Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod less than an hour. The patient reported noticing that the cannula was not inserted in the infusion site (arm). It was also reported that there was insulin in the viewing window and the site was a little red/itchy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could cause an improper insertion of the cannula. Thus, the exact cause of the improper insertion could not be determined. Additionally, investigation of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could cause skin irritation for the user. The exact cause of the reported skin irritation could not be determined. An 0x68 alarm was generated in the device data, indicating occlusion during runtime (one or more pulses filtered in the last 15). Timeouts were observed at the start and end of the data. However, no abnormalities were observed in the rotational sensor data. Thus, the device was reset and delivered a 5u bolus. The rerun data did not generate any alarms and did not show any timeouts or drive stalls. Investigation of the device did not find any damages or abnormalities that could contribute to the observed hazard alarm. Thus, the exact cause of the observed hazard alarm could not be determined.